Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned headway microcatheter found the outer surface of the hub to be intact; however, the lumen was found to have not been fully flared at the hub joint, with an exposed braid and delaminated ptfe. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring, exposed braid, and delaminated ptfe liner issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported that the microcatheter hub was found to be damaged during preparation. When the device was received for evaluation, the lumen was found to have not been fully flared at the hub joint, with an exposed braid and delaminated ptfe.